Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's device was not delivering basal and reset itself. It was reported that the customer's blood glucose level was 320mg/dl. It was reported that a sales rep would go out to assist the customer with troubleshoot.